Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ( will not pow on) has been confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, there was trace damage at mosfet driver u17 on th monitor defibrillator board and extensive thermal damage to the monitor ca board. The root cause for the trace damage at u17 on the defibrillator board and thermal damage to the ca board could not be positively identified. No adverse event resulted from the defective monitor.